Event description:
Pt had aneuryx stent graft placed in 2006. He developed a type I endoleak at distal right iliac limb extension. Very large leak. Used endologix 20x20x55 mm cuff to repair endoleak along with a palmaz stent. Route: intra-arterial. Dates of use: 2006 - 2009. Diagnosis or reason for use: abdominal aortic aneurysm. Event abated after use stopped or dose reduced? No.